Manufacturer narrative:
On 3/24/2021, the product investigation was completed as the complaint device was not returned. Device investigation details: multiple attempts have been completed to obtain product return status or tracking information to no avail. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001356 number, and no non-conformance was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a pulmonary vein isolation (pvi) ablation procedure, the dilator was inserted through the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and after pulling it back, it made a ¿quiet squeaky noise¿. At this point, air bubbles were noticed through the valve of the sheath. The physician assessed there was danger of air embolism and decided to exchange the sheath to another one from the same product code and lot number; however, the issue reoccurred. They checked bubble freeness in water bath and continued the procedure by continuously controlling the safety valve. Procedure was successfully completed. No patient consequences were reported. The procedure delayed by 25 minutes. Air flow into the side port is MDR-reportable. This report is for the 1st of 2 MDR-reportable sheaths. The other sheath was reported in manufacturer report number 2029046-2021-00154.